Event description:
The patient expired approximately three months after receiving two overlapping stents. Pci was performed on this patient who presented for elective treatment of a confirmed restenotic lesion (after "other" stent in the posterolateral branch and the posterior descending branch of 18mm in length and unknown vessel diameter. The (b2) eccentric lesion was described as bifurcated and moderately calcified. Pre-procedure medications included asa 81mg/day and ticlopidine hydrochloride 200mg/day. Intra-procedure medications included asa 81mg/day. 8000 units of heparin and ticlopidine hydrochloride 200mg/day. The lesion was pre-dilated with a 3.0x20mm balloon at 16 atm before deploying one 2.5x23mm cypher stent (lot #0904079) at 18 atm and a 3.0x18mm cypher stent (lot #10904017) at 18 atm, overlapping the first stent by the y technique. Post-dilation was performed with a 3.0x20mm balloon at 18 atm. Ivus was not conducted.